Manufacturer narrative:
The manufacturer's product support representative recommended replacing the data acquisition board to address this finding and provided an estimate for the manufacturer's field service engineer to complete the repair. Follow up attempts were made to obtain additional information about the reported issue and repair information, there has been no response.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed due to a data acquisition pcb adc reference failure. There was no patient harm.